Event description:
It was reported that a yukon oct spinal system set screw at c2 migrated 7-9 months post-operatively. Revision surgery has occurred and the screw has been removed.

Manufacturer narrative:
Visual, functional, material, and dimensional analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. As no devices or additional x-ray images were available for evaluation, the root cause could not be determined conclusively.

Manufacturer narrative:
Device has been explanted and discarded.

Event description:
It was reported that a yukon oct spinal system set screw at c2 migrated 7-9 months post-operatively. Revision surgery has occurred and the screw has been removed.